Event description:
On (B)(6) 2019, a patient received a perceval valve as part of an aortic valve replacement (avr) procedure. No other concomitant procedures were performed. The annulus was thoroughly decalcified before deploying the valve. The annulus sized for a perceval small (pvs21). The device was explanted intraoperatively as the leaflets would not coapt properly; the resulting aortic insufficiency was severe and prevented the leaflet visualization on the tee. The explanted pvs21 was replaced by another pvs21. The patient did remain stable during the procedure, came off-pump with no issues and is doing fine.